Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis determined the returned distal segment of the catheter was partially occluded (dried drug, blood or foreign material). In analysis, they were able to break the partial occlusion loose. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported the patient developed an inflammatory mass. The spinal segment of the catheter was therefore replaced on (B)(6) 2016. The intended use for the device was treatment. There was no patient death. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.